Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise resulting in two inappropriate shocks and hospitalization. The patient was noted to be kickboxing at the time of the delivered shocks. Device data was sent to rhythmcare for review. Data review determined the r-wave amplitudes was noted to have decreased and the cause of the delivered shocks could be attributed to an electrolyte imbalance. Rhythmcare then provided further troubleshooting options to be considered including an x-ray to evaluate system placement. This device remains in service. No additional adverse patient effects were reported.